Event description:
Pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in loading a new cartridge using proper techniques, and successfully resumed insulin therapy. Original cartridge lot number was unavailable.